Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the instrument is blocked after several change of position (90° and 26°). The issue was detected at the receipt when checking the device by the distributor. No patient impact.

Manufacturer narrative:
Integra has completed their internal investigation on february 28, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; products returned and evaluation verified complaint as valid. The anvil¿s rotation system is blocked. We perform the same inspection for the batches in our inventory. The similar incident is observed, the system of rotation blocked after few rotation of the anvil¿s system. DHR review; DHR for lot fhm9 reviewed and no anomalies associated with the complaint were observed. Complaints history; we review the records of the similar incidents during last two years. This is the second incident for blocking of solustaple impactor. We take into account the sales of solustaple staples, the impactor being reusable instrument used to handle and insert solustaple. (B)(4) items were sold. The global rate failure is evaluated at (B)(4). The lot fhm9 was manufactured on may 2016. This is the first incident for lot fhm9 and (B)(4) items were released. The lot failure is evaluated at (B)(4). Conclusion: a non-conformance is initiated and is progress. The non-compliant parts will be sent to the supplier in order to identify the cause of the incident and to initiate corrective actions to avoid this issue.